Event description:
Complainant alleged that the emergency room staff was attempting to monitor a pt (age and gender unk) who was in a code situation, but upon power up the device emitted one beep and displayed a dot in the center of the screen. The complainant indicated that the staff was able to obtain another device to monitor the pt. There was no adverse effect on the pt as a result of the reported malfunction.